Event description:
The hearing aid (h/a) pt came to the dispenser's office. At initial delivery pt complained of pain after aids were instered. Aids were removed, and blood was observed in both ear canals. The h/a specialist assumed it was a tight fit, but could not determine the cause of the bleeding.